Event description:
The physician deployed a 3.0mm diameter x 24mm length endeavor rapid exchange (rx) drug-eluting stent to the proximal circumflex, following pre-dilatation of the lesion with a 2.5mm diameter x 15mm length balloon. No issue was reported. During the procedure, two other stents were deployed, a 2.5mm diameter x 24mm length and a 2.75mm diameter x 12mm length rapid exchange (rx) to the proximal left anterior descending and mid left anterior descending. (MFR report numbers 2953200-2010-00809 and 2953200-2010-00810). It was reported that approximately three months post-index procedure, the pt passed away from heart failure.

Manufacturer narrative:
(B)(4). Evaluation, results: death, root cause of event is undetermined.